Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. Programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipients lead was repositioned successfully on (B)(6) 2022. The recipient was activated successfully. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.